Event description:
Customer called to report that the creatinine cup was overflowing on the synchron lx clinical systems, model lx20 pro. Customer suspects that a line may be off beneath the module. Customer also stated that creatinine reagent was found on the floor, underneath the instrument. The field service engineer (fse) inspected the instrument and found that the tri-continent syringe was cracked and leaking. The fse then replaced the tri-continent syringe and primed the instrument to ensure that the services performed effectively resolved the leak issue. Customer stated that no erroneous patient results were generated; therefore, no patients were harmed. Customer did not state harm to instrument operators.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).